Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead exhibited high thresholds "everywhere after multiple" attempts. When the lead was removed, tissue/blood was noted on the helix. The lead was not implanted. Another lead was attempted; this lead had similar thresholds but the physician elected to implant the lead, which remains in use. The thresholds may have been due to the patient's heart. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).